Event description:
Dr. Alleges that the device would not deploy. A fluency device was placed in the distal sfa without incident. Upon an attempt to deploy an additional stent, the device could not be deployed (too much resistance). Eventually the corwn of the stent deployed but the rest of the stent remained in the sheath. The device handle was removed. A 10cm piece of the outer catheter had to be cut off to allow doctor to use hemostats to pull the sheath back. Stent then deployed in planned location. Patient's vein was occluded for approximately 5 minutes.